Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, and humidity entered the device, which caused components under light guide (lg) lens to corrode. Corrosion product remained inside lens as dirt. Additionally, the strand was cut due to fatigue breakdown by repeated operation of the forceps elevator. Moreover, knob wire (k-wire) frayed and raised by repeated brushing around the forceps elevator and attachment/detachment of the distal cover. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscope important information ¿ please read before use: warnings and cautions: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ precautions: ¿this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ storage and disposal: ¿the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.¿ ¿the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning.¿ preparation and inspection - attaching the distal cover ¿ ¿when attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety.¿ ¿cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work.¿ ¿preparation and inspection - attaching the distal cover¿). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The forceps angulation was out of standards due to a cut and worn forceps elevator wire. There was a white dot on the screen due to damage of the charge-coupled device unit. The light guide lens was broken. The adhesive part of the bending section cover was broken. The electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the forceps elevator wire on the evis lucera duodenovideoscope was broken. The issue was found during preparation for use. The intended procedure was completed with another scope with no surgical delay. The device had been inspected prior to use. No patient harm reported. During the evaluation of the device, it was noted the some of the forceps elevator wire was raised due to cut or fray. Additionally, the inside of the light guide lens was dirty. This report is to capture the reportable malfunctions of some of the forceps elevator wire was raised due to cut or fray and the dirty light guide lens noted at estimation.